Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was diagnosed with infection of unknown source. The patient received antibiotic treatment and the implantable loop recorder was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.